Manufacturer narrative:
On an unreported date in (B)(6) 2016 further reported as "from 8 days", the patient was hospitalized for the events. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy fluid, fever, and abdominal pain. The cause of the event was not reported. The patient was hospitalized for the event and began treatment with unspecified antibiotics (doses, frequencies, and routes not reported). At the time of this report, treatment with antibiotics was ongoing and the patient had not recovered. No additional information is available.